Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, undersensing resulting in false pause episodes were observed on the device. It was recommended that the device be reprogramed to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.